Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had one defective cassette from last week's shipment. No specifics were provided as to what was wrong with the cassette. The patient used one emergency kit to mix a new cassette and was able to successfully continue their infusion. No patient injury was reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.